Event description:
It was reported that a user experienced episodes of hyperglycemia while using the ilet and stated they had been ill with an unspecified "sickness". The highest reported blood glucose of 332 mg/dl lasting a couple of hours despite announcing meals and without use of backup therapy or ketone testing; no device alerts or site issues were reported, and additional training was scheduled. Symptoms included no acute clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no specific device-related findings and the cause was not established. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information with cause not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.